Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
When, we finish the aligners. Do we start from 1 again. Or do we get more aligners? 4/29/24, "I do not know what they are talking about. I am not having an issue with my treatment. I mentioned, that I had a loose tooth, but that was loose before I started the treatment. I told them that, before I started.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.